Event description:
Customer reportedly received results of 130 mg/dl and 60 mg/dl within 10 mins on the advantage system. Low blood glucose symptoms reported with these results. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.